Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reloaded the cartridge and resumed insulin therapy. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is off label insulin use. The customer also reported using and trusteel infusion set for longer than 48 hours which is off label use.